Event description:
This past thursday, (B)(6) 2022, I received a positive result on an ellume home test. I've since had 3 pcrs and 3 other rapid antigen tests (one ellume, 2 flowflex) come back negative, such that I believe the ellume result was a false positive. FDA safety report ID # (B)(4).